Event description:
It was reported via repair work order that the brakes would not hold due to broken caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.